Manufacturer narrative:
On 02/12/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed generalized illness and experienced a rupture in a breast implant. During examination of the device, it was found to be ruptured within the shell abrasion in the edge of the tear. The evaluation determined that the rupture is consistent with the shell abrasion. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 650cc gel breast prosthesis (right implant) and a mentor memorygel breast implant 600cc gel breast prosthesis (left implant) and suffered several unexplained systemic symptoms, including thyroid nodules, extreme exhaustion, mind fog, memory problems, heart palpitations, tachycardia events, hot and cold sensitivity, severe muscle and joint pain, pain in ribs and collar bone, and blurred vision. In addition, rupture of the right breast prosthesis was discovered by MRI. The patient also developed bilateral breast ptosis. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.